Manufacturer narrative:
No product has been returned by the customer for further investigation. No information was provided that would point to a cause for the discrepant results. Since no product was returned, the investigation could not be completed.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable glucose results from accu-chek inform ii meter, serial number (B)(4), while performing tests on a patient. On (B)(6) 2017 at approximately 6:00 am, the result was 80 mg/dl using an unknown meter and strips. The hospital staff believed this result to be correct. The patient was then transported to a hyperbaric chamber and a new fingerstick was performed. At 8:08 am, the result was 372 mg/dl using meter uu13105584 with strip lot 475308. The staff did not believe this result was correct. They repeated testing using a different finger on the patient's other hand. At 8:13 am, the repeat result was 100 mg/dl using meter uu13105584 with strip lot 475308. The staff believed this result to be correct. At 8:31 am, valid, passing controls were performed on meter uu13105584. The patient was transported back to his room and another test was performed. At an unknown time, the result was 116 mg/dl using an unknown meter and strips. The staff believed this result to be correct. There was no adverse event for the patient. The patient is currently feeling fine. No medication or treatment was administered based upon any of the results. Since valid, passing controls were performed on the meter, it was not requested for return. The strips were requested to be returned, and replacement was sent. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.